Event description:
The customer reported that following a cardiac catheterization procedure an attempt was made to deploy a vasoseal vhd kit size 1. The collagen failed to deploy due to a kink in the sheath. No patient complications were reported. It is important to note that this incident was initially reported to datascope in 2001 as a failure to deploy collagen caused by a kinked sheath. Since this type of incident is not likely to contribute to or cause a serious injury if it were to recur, it was not reported initially. However, upon evaluation of the returned product, it was noted that the sheath had separated from its hub. Since this type of incident could possibly result in a serious injury if it were to recur, this report is being submitted past the 30 day reporting timeframe.